Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Sstii tubes have a minimum clotting time of 30 minutes; customer indicates a clotting time of 5-10 minutes is being used. This complaint is unable to be confirmed for fibrin clots and gel smears. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive and gel smearing. The following information was provided by the initial reporter. The customer stated: the samples need to stand for a long time, which is not conducive to the detection of emergency samples. After standing at 4000-4600 rpm/min and centrifugation for 15min, there is fibrin silk in the serum and separation glue is attached to the inner wall of the test tube, which is easy to lead to the blockage of the sample adding needle of the analyzer, resulting in equipment damage and affecting the accuracy of the test data. 09may2023/pw - follow up from task: how long they are letting the sample sit prior to centrifugation? That information was not provided. All they said was "the samples need to stand for a long time, which is not conducive to the detection of emergency samples." How many minutes they let the sample sit prior to processing? Answer: the standing time is only 5-10 minutes, so many fibrin filaments appear and cause the needle to be blocked. After centrifugation for 15 minutes, there will still be a phenomenon of separation gel hanging on the wall.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Sstii tubes have a minimum clotting time of 30 minutes; customer indicates a clotting time of 5-10 minutes is being used. This complaint is unable to be confirmed for fibrin clots and gel smears.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive and gel smearing. The following information was provided by the initial reporter. The customer stated: 1. The samples need to stand for a long time, which is not conducive to the detection of emergency samples. 2. After standing at 4000-4600 rpm/min and centrifugation for 15min, there is fibrin silk in the serum and separation glue is attached to the inner wall of the test tube, which is easy to lead to the blockage of the sample adding needle of the analyzer, resulting in equipment damage and affecting the accuracy of the test data. 09may2023/pw - follow up from task: how long they are letting the sample sit prior to centrifugation? That information was not provided. All they said was "the samples need to stand for a long time, which is not conducive to the detection of emergency samples." How many minutes they let the sample sit prior to processing? Answer: the standing time is only 5-10 minutes, so many fibrin filaments appear and cause the needle to be blocked. After centrifugation for 15 minutes, there will still be a phenomenon of separation gel hanging on the wall.